Manufacturer narrative:
(B)(4). The device history review received from this customer complaint belongs to another product code. If correct batch number is provided this complaint will be properly updated. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet tapercut needle dislodged from the braided polyester suture after deployment through the sacrospinious ligament. Xrays were taken but the bullet tapercut needle was not visible. This happened one time on the first pass. Additional capio sutures were successfully deployed with the same device and the procedure was successfully completed. The patient condition was reported as fine.